Manufacturer narrative:
Batch records, final product and qc product were reviewed for lot: cov1110079. No abnormal issue was found in manufacturing process, technical testing and quality control inspection, and the manufacturing process complied with dmr. Test results of retained cov1110079 met the qc criterion. We have not found the complaint issue for the retained cassettes. The complaint is not verified.

Event description:
False-positive result(s). User's wife test positive with ff last thursday. She got a pcr test and the result was negative. She tested again with ff and the result was positive.